Event description:
The customer stated that insulin leaked from the connection between the tubing and the reservoir. The customer initially called to report high blood glucose and the leak was found during troubleshooting. The customer reported a blood glucose reading of 309 mg/dl.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.